Event description:
Procedure: unk. Patient sex: unk. Reportedly, the lung tissue was left cut and unstapled when reload did not deploy correctly. Another stapling device was opened and the area of the lung that was affected was re-stapled.